Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A medtronic representative reported of high blood glucose readings and auto off alarm from the insulin pump. The customer stated that she had an auto off and it was at 1 hour. The customer was advised that the pump will stop delivering insulin after 1 hour of not touching.